Manufacturer narrative:
Other relevant device(s) are: software 9735638 fusion compact ent analysis of the computer (s/n:(B)(4)) found axiem emitter failure. Analysis of the software (model number 9735638) found insufficient information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that instruments were not able to be seen by the surgeon in any of the four ports. Surgery was completed without navigation. Troubleshooting revealed that disconnecting the axiem from the fusion and re-booted resolved the issue. There was less then an hour delay to the procedure. There was also no reported impact on the patient¿s outcome.